Event description:
Additional information indicated that patient had the entire system explanted on (B)(6) 2016 because of erosion/infection at lead extension connection. Patient may have "gamma knife" in the future.

Event description:
It was reported that the extension possibly eroded through the skin. The doctor felt like it was a pimple or bug bite that may have gotten infected. The wound area was excised, flushed out, cleaned, and closed up. The extension was moved over, away from the opening, and not removed. The patient was doing well after the case.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, lot# serial# (B)(4), implanted: 2014-(B)(6), product type: extension product i.d: 3389s-40, lot# va07ll2v03, implanted: 2014-(B)(6), product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).